Event description:
During index procedure the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the proximal lad. The following day the pt suffered a myocardial infarction (mi). The reported mi was unrelated to the target vessel. The investigator indicated that the reported event was unrelated to the study device. Pt asymptomatic at 3 months f/u. (Ref MFR# 9612164201101015 & 9612164201101016).

Manufacturer narrative:
(B)(4). Eval results: myocardial infarction.